Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the up arrow and contrast keypad buttons were intermittently unresponsive; all other buttons responded appropriately. During investigation, the keypad was removed and evidence of contamination was found under all key contacts.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that for the past couple of months the up and down keypad buttons have been sticking and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.